Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and this right ventricular (rv) lead exhibited high, out-of-range (oor) pacing lead impedance measurements greater than 2000 ohms. Oversensed noise was also observed however there was no report of pacing inhibition. The patient was seen in clinic and noise or out-of-range impedance was not recreated. Boston scientific technical services (ts) provided measures for troubleshooting and programming alterations were made. Subsequently, tachycardia therapy was programmed off in the ICD. Additional information was received indicating that a lead revision procedure was performed. The cause of high pacing impedance and noise was not conclusively determined however a lead fracture was suspected. The rv lead was explanted and successfully replaced while the device remains in service. This lead will not be returned as it was discarded. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.